Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3.0mm coupler would not close; each coupler (ring) seemed a different size. This was observed during a surgical procedure on a patient. A new coupler was used to continue the procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The 3.0mm coupler rings were returned wrapped in a white cloth and showed signs of use (dried blood). No other portion of the coupler product ¿ holder and jaw assembly, were returned for investigation. Without the rings being intact in the jaw assembly, the reported condition could not be recreated. A visual inspection was performed which observed one of the returned coupler rings appeared to have a potentially slightly bent tip on the coupler pin. It is unknown if the surgical process or removal of the coupler product from the vessel may have contributed to the bend in the tip of the pin. If a pin were to be bent, full approximation of the coupler rings could be impacted. Therefore, the reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.